Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the air and o2 gas module was replaced and returned for investigation. The reported fluctuation of the o2-concentration was not reproduced during our simulated use test of the returned gas modules in a ventilator. Evaluation of the received device logs confirms a correlating event on 12 of february, during the time period 01:01 to the next day 14:02. If this condition occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected and alarms will be activated to the condition. The root cause has not been fully established, but our conclusion is that it was likely due to the replaced gas modules.

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the o2 concentration was out of specification. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).